Event description:
The guidewire was "curved" prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one sealed arterial catheterization set for evaluation. Before opening the kit, the guide was observed to be kinked within its tubing. The returned packaging was also bent in one major place with smaller folds throughout. The kit was opened, and the protective tubing was also noted to have a stress mark from being bent directly over the kink in the guide wire. The damage observed is consistent with defects related to storage and shipping of other sac sets. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 72mm from the distal weld. The overall length of the guide wire measured 350mm which is within the specification of 345mm-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.51 mm which is within the specification of 0.508mm-0.533mm per the guide wire product drawing. Despite the damage, the guide wire was able to completely pass through the arterial catheter with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The report that the guide wire kinked in packaging was confirmed through examination of the returned sample. Visual analysis revealed kinking on the guide wire and on the protective tubing. The packaging was also found to have one major fold and other small wrinkles. Additionally, the words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed before use , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The guidewire was "curved" prior to patient use. No patient involvement reported.